Event description:
It was reported that when the device was used during a c-section procedure, there were clinging staples. It is not known how the case was completed. There were no known pt consequences.